Manufacturer narrative:
Concomitant medical products: hospira pri tubing, therapy date (B)(6) 2018. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported blood leaked from the product during a packed red blood cell transfusion. The transfusion was running at 220ml/hour, and it was near completion when the leak was noticed. Approximately 2 ml of blood was discovered on the patient's sweater. There was no patient harm.